Manufacturer narrative:
Retainer = black. Customer returned the pump for alleged backlight anomaly, pump error 42 alarm, and intermittent low bg events reported on 10/16/2021. The pump powered up properly after battery installation. No display or backlight deficiency noted. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08695 inches. Successfully downloaded the trace/history files using thus. Adjusted the backlight brightness level from 1 to 5 and the screen timeout for 15 seconds, 30 seconds, 1 minute and 3 minute. Each display setting operated properly. No backlight anomaly or pump error 42 alarm noted during testing however, a review of the history files reveals that on (B)(6) 2021 at 17:14 there was one (1) pump error 3 alarm, one (1) pump error 54 (line number 1421 file number (B)(6)) alarm, and one (1) pump error 42 alarm that occurred due to a software error. The pump was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, cracked select button keypad overlay, end cap address label faded, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Pump error 3, pump error 54, and pump error 42 alarms are confirmed and due to a software error. Low bg and backlight anomalies are not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced low blood glucose. Blood glucose level at the time of the incident was 35 mg/dl to 55 mg/dl treated with food. Customer had pain. Customer had received drive count error boundaries exceeded after movement alarm. Customer was able to clear the alarm and completed rewind process. Displacement and self test was passed. The insulin pump screen seems to go very dim even though backlight was set to auto brightness. Auto mode feature was active at the time of event. Customers last blood glucose reading was 132 mg/dl. The insulin pump will be returned for analysis.